Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. On (B)(6) 2017 programming modifications were performed. No further information was reported.